Event description:
Same case as MDR ID: 2134265-2014-02976. It was reported that a vessel perforation occurred and the patient expired. The patient was referred for coronary artery bypass graft surgery (CABG) due to multivessel disease; however, the patient refused CABG and was taken to percutaneous transluminal coronary angioplasty. After rotational atherectomy was performed, a 3.00x38mm promus element stent was deployed in the mid left anterior descending artery (lad). An additional 4.0x16mm promus element stent was deployed from the left main to the proximal lad. A 3.00x12mm non bsc stent was then deployed in the lcx. Angiography was performed in the lad and lcx and it was discovered that there was a perforation in the distal lad. The physician attempted to treat the perforation with a covered stent; however, due to increasing complications, the patient was sent to CABG. The patient later died six hours post procedure. The cause of death is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).